Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up in the clinic, the impedances on this right ventricular (rv) lead have increased from 800 ohms to 1,690 ohms. It has also been noted that the thresholds have increased. The patient had one ventricular tachycardia (vt) episode that was appropriate. The physician left the unipolar for pacing and sensing on the rv lead and will continue to monitor. No adverse patient effects noted.